Event description:
Per report, "customer called in as she been attempting to take her blood pressure reading, but the numbers from the reading decrease or are inaccurate readings. The product only works if plugged in as the batteries doesn't make the blood pressure machine work."

Manufacturer narrative:
Per report, "customer called in as she been attempting to take her blood pressure reading, but the numbers from the reading decrease or are inaccurate readings. The product only works if plugged in as the batteries doesn't make the blood pressure machine work." Customer reported that they are the end user and does not know when the device started giving inaccurate readings. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.